Event description:
Post deployment of the 26mm sapien xt valve in the mitral position, the images showed moderate-severe paravalvular leak (pvl) and a plug was implanted. Initially, the native mitral valve diameter measured 22mm x 30mm by 3d echo, with an area of 450-450 sq mm. The plan was to use the calcification around the mitral valve annulus to anchor the 26mm sapien xt valve. The xt valve was positioned 50:50 atrium/ventricle (a/v), but due to the elliptical shape of the native mitral valve, the post deployment position was 70:30 a/v with no central leak and moderate-severe pvl. Post dilatation was performed, but there was no change in the pvl. The valve position was considered to be good, because had it been implanted in a more ventricular position, the valve may have obstructed the mitral valve outflow. A 2nd valve would not be of any use for the same reason. The elliptical shape of the native mitral valve annulus caused the pvl. A plug was implanted to reduce the pvl, but the plug did not seal very well the gap. The top cylinder of the plug was aligned well with the annulus. However, the bottom cylinder of the plug dented in the xt frame, interfering with the xt leaflet function and causing severe mr. The patient remained stable throughout the tavr procedure. The procedure was then converted to surgical avr and the xt valve was explanted and replaced with a surgical valve. The patient did fine and was transferred in stable condition to ICU. This was a compassionate care transapical procedure for the deployment of the xt valve in the native mitral valve.

Manufacturer narrative:
Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, the elliptical shape of the native mitral valve annulus caused the pvl. The attempts to repair the pvl led to the frame damage and subsequent leaflet motion restriction. There was no allegation or indication of a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.